Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown case, the tweezers acrylic detached in the middle of the procedure. Patient consequence was not reported.